Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown particulate matter either inside or outside the tubing of a small volume infusor. This was observed during filling. There was no patient involvement. No additional information is available.